Manufacturer narrative:
The technician replaced the left siderail ucm board to repair the bed.

Event description:
The account alleged that the bed was moving on its own, almost all of the functions. The bed has error codes 10-66, 30-49.